Event description:
Orthofix/seaspine became aware on 12 mar 2026 of an event involving the admiral cervical plate system. It was reported that the locking cover on the cervical plate fractured during the postoperative period. No patient injury or adverse clinical outcome was reported. The surgeon indicated that no revision procedure was planned.

Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding the surgical technique and sequence of events leading to the reported failure; however, no additional details were provided. The specific part number and lot number of the affected plate were not available. Review of the provided radiographs suggests the presence of a displaced component consistent with a portion of the locking mechanism. The imaging shows a radiopaque fragment with similar luminosity to intact locking covers observed at adjacent levels, and the position of the hexalobe screw feature appears elevated relative to the plate, supporting this assessment. Based on these observations, the fragment is likely a portion of the locking cover. However, the definitive root cause of the reported event could not be determined. There was no report or plan for revision surgery, and no patient injury or adverse clinical outcome was reported. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components.